Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having ventricular tachycardia that required a cardioversion. The log files were sent for review and showed low flow events on (B)(6) 2021. The low flow events occurred at times the pulsatility index (pi) was elevated. The log also captured a no external power event on (B)(6) 2021 that appeared to be the result of the patient simultaneously disconnection power from both controller leads. The pump was supported by the backup battery during the no external power event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed three transient low flow hazard alarms. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account reported that they were possibly due to dehydration. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2022 (captured under MFR # 2916596-2022-00935). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient did not experience symptoms of arrhythmia, arrhythmia did not result in clinical compromise, and the arrhythmia was not thought to be device related. The cause of the low flow alarms was thought to be possible dehydration and resolved with holding diuretics. There were no patient symptoms observed at the time of the low flow alarms.